Event description:
Philips received a complaint by the customer on the bi-pap focus indicating that the battery was only staying charged for 2 to 3 minutes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the battery was only staying charged for 2 to 3 minutes. The customer was informed that the device was end of life (eol) and that no repair could be performed. The customer was informed the device was eol and no repair could be performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.